Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the phenom catheter was removed from the body along with the pipeline. Due to repeated operations, the catheter became fatigued. The pipeline was placed in a vessel bend when it failed to open. It was not fully opened during the deployment process. Tried to retract and deploy it, and combined push and pull operations.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex device was returned within the phenom 27 catheter. Damage location details: the pushwire was returned extending out from catheter hub. In addition, the pipeline flex distal braid, sleeves and tip coil were deployed from catheter distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. In addition, the middle section of braid was found not fully opened due to damaged braid. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure to open at middle as the middle section of braid was found not fully opened due to damaged braid. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. However, based on the analysis finding, the phenom 27 catheter could not be confirmed to be kink/damage as no defect was found with phenom 27 catheter and the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the intracranial segment of the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. It was reported that the middle segment of the stent was opened poorly. It was tried to retrieve and deploy it again and other methods, but the stent could not be fully opened. The entire system was removed from the body and replaced. After replacement, it was successfully implanted. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported the phenom catheter was removed from the body along with the pipeline. Due to repeated operations, the catheter became fatigued. The pipeline was placed in a vessel bend when it failed to open. It was not fully opened during the deployment process. Tried to retract and deploy it, and combined push and pull operations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the intracranial segment of the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. It was reported that the middle segment of the stent was opened poorly. It was tried to retrieve and deploy it again and other methods, but the stent could not be fully opened. The entire system was removed from the body and replaced. After replacement, it was successfully implanted. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.